Event description:
New information notes that the patient presented in the clinic on (B)(6) 2021, for further evaluation, isometric testing did not reproduce noise. The patient is not dependent and would continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Manufacturer reference number: 2017865-2021-29556. It was reported that the patient presented for a follow up in clinic. Review of stored electrograms (egms) revealed that the right ventricular (rv) lead exhibited noise resulting in high ventricular rate episodes and the right atrial (ra) lead exhibited noise resulting in automated mode switch (ams). There was no intervention performed. Patient was stable.